Event description:
It was reported that the customer had no delivery alarm issues. Customer's blood glucose level was 428 mg/dl. Customer had noticed that the insulin pump was not reading his blood glucose level in mg/dl as it normally had, but it was reading in mmol/l instead. Customer was assisted in getting the blood glucose units programmed back correctly. It was found that the customer was using a nova max link meter. Customer was informed that she would be forwarded to a supervisor who will have a nova max trained representative contact them with verifying that the meter is programmed to the pump. Customer's blood glucose level has gone to 283 mg/dl. Customer stated that she has some issues with the nova max meter and has had it replaced multiple times. Customer stated that she will wait for a representative to contact her to make sure her meter is programmed correctly. Customer was advised that she may need to do an infusion set change. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.